Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing was normal.

Event description:
Related manufacturer report number: 2017865-2025-17474. It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead and left ventricular (lv) lead exhibited high capture threshold. The atrial lead and the lv lead was explanted. The patient was in stable condition.